Manufacturer narrative:
Two used cassettes were received for analysis. A picture was returned showing the outgoing tube of the cassette lifted. As received, the pump to tube junction was observed not to be secured onto the housing. Upon further inspection evidence of solvent was observed. The complaint non-secured tube can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there were two device's with faulty tubing in the past two days. That meant the tubing moved backwards and forth and they could not remove bubbles from the infusion. Two units were affected.] Customer mentioned that there had more difficulty removing the bubbles or air from the cassette. Event occurred at hospital during upon opening. Operator of device was a health professional. There was patient involvement, but no patient harm or adverse event reported.